Manufacturer narrative:
It was reported that the patient had a traumatic fall which resulted in the fracturing of their patella. The surgeon performed a patellectomy as well as a poly insert exchange to balance the knee. The knee implant was reportedly well-fixed and functionally normally. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had a traumatic fall which resulted in the fracturing of their patella. The surgeon performed a patellectomy as well as a poly insert exchange to balance the knee. The knee implant was reportedly well-fixed and functionally normally.